Event description:
According to the literature source of study performed between 2000 and 2016, a retrospective study analyzed outcomes of patients who underwent both an ileal conduit and an abdominal wall mesh implantation. Mesh was placed prophylactically or for parastomal hernia. A total of 25 patients (10 females and 15 males) were eligible for inclusion and identified as having received both an ileal conduit in combination with an abdominal wall mesh implantation. Parietene mesh was used in three patients. Postoperative complications included: mesh erosion, parastomal hernia and urostomal stenosis. Patients required reoperations or chronic catheter in the conduit. Urostomal ileal conduit complications in association with abdominal wall mesh implantation. Dr. L. Jakobsson, 2022, scandinavian journal of urology.

Manufacturer narrative:
Title: urostomal ileal conduit complications in association with abdominal wall mesh implantation source: scandinavian journal of urology 2022, vol. 56, no. 1, 1¿5 accepted 23 september 2021. If information is provided in the future, a supplemental report will be issued.